Manufacturer narrative:
There is no information available on evaluation or repair of the system.

Event description:
The customer reported the system will not display an image. No patient injury was reported.